Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was in abdomen. The infusion set was in use for one day. The blood glucose level was 360mg/dl. No further information available.